Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating button error and damage on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons were not connecting unless she pressed it several times for it to work. The customer mentioned that the black o-ring at the top of the reservoir compartment is broken. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome also, with broken off reservoir tube lip and the reservoir unable to lock into place due to reservoir tube completely broken off. The keypad connector found close properly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. The insulin pump was missing the reservoir tube o- ring.